Event description:
The sales representative reported that upon receiving a shipment at his office, five nexlink screw heads were disassembled. The same malfunction of a similar product has resulted in an adverse event in the past. There was no patient involvement.

Manufacturer narrative:
There was no pt involvement. Product was not implanted. Requests have been made for the return of the product. Evaluation is pending upon return of the product.